Manufacturer narrative:
(B)(4).additional information: this issue has been escalated to CAPA.

Event description:
The facility representative reported a colleague infusion pump with a 812:02 failure code. Upon review of the event history log, failure code 812:02 was found to have interrupted delivery. It is unknown when this condition occurred. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available. The user interface module software version is 6.13.92.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed during product evaluation. The assignable cause was a defective pump head module (phm). The phm was replaced to correct the reported condition. Should additional information become available, a follow-up medwatch will be submitted.